Event description:
It was reported that when using the bd pyxis¿ es server users were removed from logistics periodically. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) confirmed that the customer resolved the issue and no further investigation required for this device. Customer confirmed that the network was fixed by itself and the issue was resolved. The system functioned as intended after the customer resolved the issue.